Manufacturer narrative:
Upon final review of the complaint, additional device information was noted: batch number 52336928, production date 22may2017, and expiration date 31apr2022. The manufacturing evaluation had been previously submitted.

Manufacturer narrative:
Investigation: the investigation was carried out visually with a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found non clearly and improperly opened sterile packaging with paper residues. Furthermore the instruments were inspected by the quality assurance of the production department. Batch history review: the device quality and manufacturing history records have been checked fo the lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. Investigations lead to the assupmtion that the non cleanly and improperly opened sterile packaging were caused by an improper handling. There is the possibility that the damage has been caused due to an abrupt pull off. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "they were opening a package of (B)(4) and the paper stuck to the grasper deaming it unsterile. They needed to open another one." No serious injury or death. No delay in surgery. No additional intervention needed.